Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. Hematoma/ major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had cp placed a to support the patient admitted in with an myocardial infarction, ventricular tachycardia and in cardiogenic shock. The pump was placed but explanted after 22 minutes due to an access site bleed/ooze and hematoma. Despite all measures the bleeding would not resolve after perclose and manual hold. The bleed was persistent and as after explant the patient was hemodynamically stable the cp was not replaced. Patient survived.